Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was autoreducing due to high impedances on their penta lead. As a result, the patient underwent surgical intervention on(B)(6)2024 to address the issue. During the procedure, low impedances were observed so both lead extensions were explanted and replaced along with the penta lead. Patient now has effective therapy.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed an electrical open wire was found on the returned penta.